Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The device was returned in the introducer sheath and the lot number was confirmed with the packaging returned with the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. During analysis, the coil delivery wire was found to be kinked/bent and the main coil had been separated from the wire. The main coil was found to be stretched and the suture was damaged. Based on visual examination, it appears the main coil had been manually detached. Although functional testing could not be carried out as the coil had been detached, the analyzed defects are indicative of the reported complaint. Therefore, the reported event was confirmed. In the case of this complaint, it is likely that the main coil was pushed/pulled against resistance during repositioning inside the microcatheter causing stretching and suture damage on the main coil and resulting in premature separation from the delivery wire. An assignable cause of procedural factors will be assigned to the as reported 'coil in catheter friction' and 'main coil damage' as well as the as analyzed 'main coil stretched', 'main coil suture damage', and 'main coil prematurely detached/separated during use' since these issues appear to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use. An assignable cause of handling damage will be assigned to the as analyized 'coil delivery wire kinked/bent' since this issue is likely due to handling of the device during the clinical procedure.

Event description:
It was reported that during the procedure, a microcatheter was placed at the target site. Upon introduction, the subject coil encountered resistance. On withdrawal, the subject coil braid fiber was visibly extending into the microcatheter. Physician removed microcatheter and subject coil together. The devices were replaced with similar products and procedure was completed successfully with no clinical consequences to the patient. Analysis of the device revealed that the subject main coil was prematurely detached/separated during use. Therefore, based on this information the event is deemed reportable and emdr will be filed.